Manufacturer narrative:
The customer checked the sample probe and found crystal buildup. The customer cleaned the sample probe. The customer performed qc and tested patient samples. The field application specialist provided customer training on system operation. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas c 503 analytical unit. Prior to patient testing, the customer confirmed qc was within the acceptable range. The patient's initial calcium result was reported outside the laboratory. The emergency room (ER) staff requested the sample to be repeated due to the reported result being critically low. The customer performed repeat testing with the sample with the same c 503 analytical unit. The patient's initial calcium result was 1.4 mg/dl. The patient's repeat calcium result was 9.2 mg/dl. The customer determined the repeat result was correct. The calcium reagent lot number was 60171801 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. There was no indication of a performance issue with the reagent. The investigation reviewed the customer's system alarm trace and found multiple sample short alarms on the date of the event and near the time the sample was processed. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.